Manufacturer narrative:
Results are pending return of equipment for evaluation. Follow up report will be provided once the evaluation is complete.

Event description:
While operating the power wheelchair on a wooden ramp inside the home, the power wheelchair allegedly stopped suddenly and teh end user fell.

Manufacturer narrative:
The controller showed physical damage consistent with impact with objects. Evaluation of the controller indicated a joystick fault, however, no manufacturer defect was indicated. The joystick, casings, and gasket were physically damage and showed signs of abuse and neglect.